Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va24wxj, implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the lead was removed on (B)(6) 2020 due to side effects from stimulation.